Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 3.0mm x 6mm wolverine coronary cutting balloon and a 3.0mm x 10mm wolverine coronary cutting balloon were selected for use. During the procedure, at first inflation, it was noted that the lesion was heavily calcified and tight, and both balloons ruptured upon inflation. The procedure was successfully completed using an alternative device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. A 3.0mm x 6mm wolverine coronary cutting balloon and a 3.0mm x 10mm wolverine coronary cutting balloon were selected for use. During the procedure, at first inflation, it was noted that the lesion was heavily calcified and tight, and both balloons ruptured upon inflation. The procedure was successfully completed using an alternative device. No patient complications were reported. It was further reported that the 95% stenosed target lesion was located in 40% tortuosity and severely calcified mid right coronary artery. Upon first inflation, the balloon ruptured at 6atm. The device was removed using the normal method without any problem. The patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. A detailed microscopic examination of the balloon material identified a tear in the balloon. The tear was located over the mid-section of the proximal markerband and it extended distally on the balloon for 2mm. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit and during an attempt to inflate the balloon to its rated burst pressure of 12 atmospheres, a tear was identified over the mid-section of the proximal markerband and it extended distally on the balloon for 2mm. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 3.0mm x 6mm wolverine coronary cutting balloon and a 3.0mm x 10mm wolverine coronary cutting balloon were selected for use. During the procedure, at first inflation, it was noted that the lesion was heavily calcified and tight, and both balloons ruptured upon inflation. The procedure was successfully completed using an alternative device. No patient complications were reported. It was further reported that the 95% stenosed target lesion was located in 40% tortuosity and severely calcified mid right coronary artery. Upon first inflation, the balloon ruptured at 6atm. The device was removed using the normal method without any problem. The patient was in good condition after the procedure.